Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted.on (B)(6) 2021, 1839 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1839 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abnormal uterine bleeding [abnormal uterine bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of biopsy endometrium in 2020, carpal tunnel release in 2014 and caffeine consumption, constipation, elective abortion, multi gravida, headache, parity 3 and vaginal delivery. Dale of lmp: (B)(6) 2019 lmp: definite. Flow: light. Menses monthly: yes lmp: (B)(6) 2021. Ht: 66 in weight: 184.2 lbs bmi: 29.73. The patient had a family history of congenital abnormality nos and bowel cancer. Concurrent conditions were listed as knee injury, rosacea, ppd skin test positive and menstrual cramp since 2019, tuberculosis and ovarian pain since 2018, osteoarthritis knee and obesity since 2017 as well as uterus enlarged. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1845 days after essure insertion, she experienced abnormal uterine bleeding (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered abnormal uterine bleeding to be related to essure administration. The reporter commented: essure insertion date updated from (B)(6) 2016. Menses initially normal but then noted cycles were occurring every 20 days. As time went on, began bleeding more. By (B)(6) 2019 was bleeding heavy for 2-3 weeks. Had us done (B)(6) 2020: 4.86 by 6.73 by 9.38 cm uterus questionable thickening of junctional zone up to 1.8 cm endometrium 34 mm. Ovaries normal tubal occlusion devices noted "questionable findings of adenomyosis". Had endometrial biopsy done on (B)(6) 2020: secretory with breakdown admixed with blood. Pt thinks was on bcps at the time. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: preliminary radiograph demonstrates linear densities within the lower pelvis consistent with the essure implants. Here is normal opacification of the endometrial canal, as well as the lower uterine segment. There is no contrast extension into either fallopian tube consistent with a nonpatent system. Impression: bilateral tubal nonpatency status post essure implantation. [Ultrasound breast] on (B)(6) 2015: clinical indication: bilateral breast pain. Findings: no suspicious solid or cystic masses visualized. Normal appearing parenchymal tissue is visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical records received. Reporter information, patient notes, medical history, lab data, reporter causality comment added. Product start date updated. Event medical device removal updated to abnormal uterine bleeding and surgery to remove essure added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.